Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h6 & h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, it is likely the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had vertical stripes on image. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during reprocessing. There were no reports of patient involvement.